Event description:
Eleven days postoperatively, echo and cine demonstrated one leaflet was fixed in the closed positon. At explant, thrombus was observed in the pivot guard on the non-coronary side of the valve where the annulus was previiously enlarged. The pt's inr was at 1.48 and the pt was compliant with an anticoagulation regimen of warfarin (8 mg) and aspirin (100 mg), which was reported to be ineffective. In addition, urokinase (4800 iu/day) was also prescribed for two days. Preoperatively, the pt was diagnosed with aortic stenosis. At implant, calcified portions of the annulus and the aortic valve were removed and the annulus was enlarged from 17 mm to 19mm utilizing the nicks method and the valve was implanted supraannularly. The valve was explanted and replaced with a ce 19mm tissue valve.